Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the footswitch presented a problem. The surgery was completed using the same system and footswitch with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 8, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on march 6, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. The root cause of the reported event can be attributed to a nonconforming footswitch. (B)(4).